Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m213209 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000 / lot m213209 and test base part number 190-430 / lot m213209. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213209 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.e1-email h3 other text : device discarded, single use device.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a nasal swab sample collected on 06dec2022. Patient was hospitalized due to false positive results until confirmation and repeat testing were performed. Confirmation testing was performed using pcr test (platform: unknown) on a nasopharyngeal sample collected on 06dec2022, generating a negative result. Additionally, antigen quantitative test (platform: unknown) was performed on an unknown date, generating negative test. Repeat test was performed with ID now covid-19 assay performed on a nasal swab sample collected on 08dec2022, generating negative result. The customer stated that the patient was asymptomatic.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number: 190-000j that has a similar product distributed in the us, list number: 190-000.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a nasal swab sample collected on (B)(6) 2022. Patient was hospitalized due to false positive results until confirmation and repeat testing were performed. Confirmation testing was performed using pcr test (platform: unknown) on a nasopharyngeal sample collected on (B)(6) 2022, generating a negative result. Additionally, antigen quantitative test (platform: unknown) was performed on an unknown date, generating negative test. Repeat test was performed with ID now covid-19 assay performed on a nasal swab sample collected on (B)(6) 2022, generating negative result. The customer stated that the patient was asymptomatic.